Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise due to an apparent fracture and had delivered an inappropriate shock to the patient. The lead was capped and replaced with a new rv lead. No further patient complications have been reported as a result of this event.